Manufacturer narrative:
This report is for an unknown screw: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to infection. During the removal procedure, an unknown cortex screw, unknown locking screw, and unknown screw broke. Some were removed using broken screw removal while some broken screws remained. The procedure was successfully completed with no surgical delay. The patient status is unknown. Concomitant device reported: va-lcp postlat (part#: 02.117.004, lot#: 9635463, quantity: 1); lcp hook plate (part#: 02.113.103, lot#: 9667722, quantity: 1); va-lcp ext medl dstl hum pl (part#: 02.117.604, lot#: 9031164, quantity: 1). This complaint is related to (B)(4). This report is for one (1) unk - screws: locking. This is report 2 of 3 for pc-000813211.